Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to right ventricular lead noise. The patient was otherwise asymptomatic. Programming changes were made on (B)(6) 2018. The patient was fine and would continue to be monitored.